Manufacturer narrative:
(B)(4). The device was found to be of this lot number upon receipt. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the male luer lock was observed to be broken. The reported problem was verified. The cause of the problem was the alcohol used to disinfect connections, which can act as a bonding agent if not allowed to dry, making disconnection difficult. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a non-dehp high flow rate extension set ¿crumbled apart.¿ it was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.